Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 170 mg/dl. At the time of the report with tandem technical support (cts) the customer did not have an alternate method for insulin therapy. Customer declined follow up from cts to ensure an alternate method was obtained.

Manufacturer narrative:
Remove- b5 and h10 additional narrative from follow-up #1 remove- b5 and h10 additional narrative from follow-up #1